Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed compromised force sensor system. The device was dropped in the insulin pump during the toilet. Customer's blood glucose 6.3 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump had minor scratches on window. The insulin pump was received with cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.